Manufacturer narrative:
Corrections: device available for evaluation?: "yes"; device returned on 6/2/2016. Date received by MFR: change date to "06/08/2016". Device evaluated by MFR?: correct to "yes" as evaluation summary is attached. The customer's test strips associated with the complaint was returned for investigation, however, the meter was not returned. The complaint was not confirmed during in-house testing and no product deficiencies were observed. The lot performed as expected. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation is pending.

Event description:
It was reported, via a pharmacist in (B)(6), that there was a variance between the inratio2 inr results on strip lot# k380862 in comparison to a different inratio2 inr strip lot and the laboratory inr result on a patient in 2016. The exact date was unknown. Results are as follows: date: 2016, inratio2 inr strip lot# k380862: 1.7 and 1.0, inratio2 inr strip lot unknown: 2.0, laboratory inr: 2.0. The time between all testing and the therapeutic range was unknown. The pharmacist could not rule out that the patient used the same finger twice . The handling technique was unknown and the patient was not willing to do any troubleshooting over the telephone. There was no reported adverse patient sequela and no additional information was able to be provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)